Manufacturer narrative:
(B)(4).

Event description:
Description of event according to initial reporter: the alpha was advanced into position, overlapping a previously implanted alpha thoracic graft, when deployed and trigger wires removed, the most proximal stent was not fully expanded, the appearance was as though it was being constrained. A coda balloon was then advanced over the lunderquist wire and inflated however burst upon inflation. A 26x40 atlas balloon was then inflated numerous times but the most proximal stent remained perpendicular to the others. After a sternotomy was performed and the endograft taken out, physician commented that it was not the delivery system or the endograft itself that caused the problem, it was a combination of the arterial anatomy (angle and lumen size) and the indwelling endograft that caused the stent strut to get trapped. Patient outcome: the patient did require additional procedures due to this occurrence. Sternotomy followed by removal of endograft. According to initial reporter, the patient did not experience any adverse effects do to this occurrence.